Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 38 mg/dl. The customer was treated with glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer reported that they did not believe insulin pump was over-delivering. The customer stated that they were not using the auto mode feature. The insulin pump will not be returned for analysis.